Manufacturer narrative:
The field service engineer determined the operator left the vacuum nozzle retaining knob loose. The knob was tightened and the instrument was checked. Precision studies were performed. All checks passed. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, several aspiration alarms were observed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 150.8 mmol/l, which repeated as 139 mmol/l. The repeat result was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.